Event description:
Customer reported a past low blood glucose (bg) event with levels falling into the 50s mg/dl. Low bg cause was not known. To address the situation, the customer consumed carbohydrates, and tandem technical support (cts) recommended consulting a healthcare professional (hcp) to discuss potential factors affecting bg levels.